Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was powering up and abnormally shutting down intermittently. The cause for the shutdowns was isolated to unstable memory integrated chips. The root cause for the defective memory chips could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
The nurse of a (B)(6), male, called zoll customer support to report that the pt's monitor would not power up. The pt was issued a replacement monitor.